Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that when she attempted to bolus the numbers scrolled on their own. The keys were unresponsive. The insulin pump alarmed low reservoir and battery out limit. Customer's blood glucose level was 152 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump had intermittent up button response due to moisture damage keypad traces. Unit was received with normal operating currents and noun expected off no power, low battery, battery out limit, failed battery test alarms during testing. No unexpected low reservoir alarm or numbers ramping/scrolling during testing. Unit had minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.